Manufacturer narrative:
Summary of evaluation: the patellar component can not be evaluated for the reported "damage" as it has not been returned for evaluation but rather has been retained by the patient. Attempts to obtain lot code information have been unsuccessful. Therefore, a DHR review is not possible.

Event description:
Reporter states, "total knee arthroplasty revision right knee."